Event description:
It was reported that the pump battery depleted rapidly and the customer noticed issues with the battery gauge leading to unexpected shutdowns. Multiple contact attempts were made by tandem customer technical support; however, no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.